Manufacturer narrative:
The unit was received with normal operating currents. The unit also passed the self test along with the unexpected restart error test, rewind test, basic occlusion test and displacement test. The unit was unable to prime at 2.5 pounds during prime/compromised force sensor system test due to a faulty force sensor resistor. The unit could not test for excessive no delivery alarms due to the prime anomaly. No motor error alarm noted. The motor was tested outside of the device and passed. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error three times last night. She rewound the device three times until it finally resumed normal function. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.